Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but negative when repeated on another lot of the simplexa assay and on a competitor assay (cepheid genexpert). Run analysis of the simplexa results were as follows: - (B)(6) 2021 @ 2228, instrument (B)(4), sample (B)(6): s gene (CT = 35.9), orf1ab (CT = 35.6). - (B)(6) 2021 @ 0825, instrument (B)(4), sample (B)(6),: s gene (CT = 30.2), orf1ab (CT = 26.0). - (B)(6) 2021 @ 0928, instrument (B)(4), sample (B)(6): s gene (CT = 34.6), orf1ab (CT = 34.8), sample (B)(6): not detected. According to the customer, both samples were tested on the extraction-based competitor assay, cepheid genexpert, and resulted negative for both samples. The sample -954 with cts above 32 for both the s gene and orf1ab target both times is most likely near the limit of detection of the simplexa assay. Sample -(B)(6) was detected within the typical detection ranges for both targets, but upon repeat was negative. It is noted that the genexpert targets (e gene, n2 gene) are different than the simplexa targets (s gene, orf1ab) and utilizes extraction of the sample while the simplexa assay does not. It is unknown if the instrument, assay, or samples were contaminated at the time of the initial and repeat tests. The customer's device and patient samples were not returned for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# x13196n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive sample, it is not possible to determine a definitive root cause at this time. This is the 2nd complaint on mol4150, lot# x13194n for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on two (2) patient samples with the simplexa covid-19 direct assay, but negative when repeated on another lot of the simplexa assay and on a competitor assay (cepheid genexpert). The customer confirmed the suspected false positive result were not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.